Manufacturer narrative:
The device was not returned to olympus for evaluation. The representative could not provide the serial number for the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e103 lamp error code was received when using the evis exera iii xenon light source. It was reported, that the lamp flickered prior to receiving the error code. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to obtain additional information from the customer were unsuccessful. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the customer was instructed to replace the lamp. As no further communication was made with the customer, it is likely that the issue was resolved with lamp replacement. However, a definitive root cause cannot be determined for the e103 error. The event can be detected and or prevented by following the instructions for use sections described below: "section 4.5 inspection of the power supply: if the emergency lamp indicator on the control panel lights up, turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. If, after following the steps above, the emergency lamp indicator continues to light up, contact olympus. Section 4.6 checking the lamp usage indicator: check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described in section 6.1, 'replacement of the examination (xenon) lamp.' Section 6.1 replacement of the examination (xenon) lamp: always use the examination lamp designated below. To order a new examination lamp, contact olympus. Section 6.2 removal of the lamp. Section 6.3 insertion of the lamp. Xenon lamp may-1817, warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.